Event description:
Baxter france reported a pt experienced malaise and epigastric pain an hour into the dialysis treatment. Pt was given an injection to alleviate pain. The product injected is unknown. The treatment continued. About 3 hours into the dialysis treatment, the pt experienced general malaise, arterial hypertension (21/11), nausea, epigastric pain and an increase of approximately 10 mmhg in venous pressure just prior to disconnecting the pt. No alarms were noted by the technician. The pt was hospitalized and was diagnosed with acute biological hemolysis in 2001. No signs of hemolysis were observed 2 days later, and the pt recovered.